Manufacturer narrative:
For section a2, the exact patient's age is unknown; however, it was reported that the age range is 80+. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred while inserting the enroute arterial sheath in the common carotid artery. The procedure was converted to carotid endarterectomy (cea). No health consequences or impact were reported.